Manufacturer narrative:
During follow up, the customer indicated that bg levels were at 117 mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 406mg/dl. Customer treated elevated bgs by administering a larger bolus than normal for food consumed, then bg levels dropped to 54 mg/dl. Low bgs were treated by consuming glucose tablets. No issues were found during troubleshooting with tandem technical support.